Manufacturer narrative:
A ge service representative performed an on site investigation. The ups power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the ups failed intelligent shut down, made a clicking noise and the system intermittently locked up. There is no report of injury or death associated with the event described in this complaint.